Manufacturer narrative:
Clarification: explant date has been scheduled; confirmation of explant has not been received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device remains implanted.